Event description:
It was reported that the insulin pump received a button error alarm. Buttons were not pressed for more than 3 minutes. Customer stated that she is pregnant and because, the insulin pump was not properly delivering the basal rates; she treated with insulin injection and the blood glucose went down to 2.3 mmol/l. Customer was advised to contact her doctor. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored with multiple basal rates programmed and basal rates delivered properly and daily total functioned properly. However device was received with intermittent button response due to corroded keypad trace. No button error alarm noted during testing. Device received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker.